Manufacturer narrative:
(B)(4). Unit passed displacement test and self-test. Sensor signal not found, problem isolated to electrical board. Unable to determine unexpected suspend [low sg] due to communication anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin delivery was not suspended due to sensor glucose and blood glucose difference. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.